Event description:
Implant that was inserted on 10/3/96 reached full fill on 11/13/96 (600 cc). On 12/9/96 pt reached up and felt a "pop". On examination the dr thought the seam of the implant had split. The implant was explanted on 12/16/96.